Manufacturer narrative:
A method of isometrics showed noise on this lead. Lead remains implanted. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik representative (B)(6) reported in person interrogation showed multiple instances of shock impedance > 150 ohms since (B)(6) 2020. Home monitoring data review confirmed this finding, with 6 times since (B)(6) 2020 out of range. Lead and device remain implanted. No adverse events reported. Should additional information become available, it will be added to this file.